Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 324.6 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass measured 1 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: ''applicator has been used 3 times.'' No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from sma connector, indicating a fracture within the fiber connector, likely leading to the reported failure to fire. Additionally, the exposed glass tip had normal degradation. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber during use or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on february 18, 2021 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the ureter performed on (B)(6) 2021. The laser unit used was an auriga xl laser console. During procedure, when the physician stepped on the foot pedal, there was no energy coming out from the laser fiber. The laser fiber was reprocessed three to four times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.